Event description:
It was reported that a user experienced severe hypoglycemia after announcing a usual-size meal and consuming fewer carbohydrates than intended while continuing on the ilet system; the user noted an ilet alert, attempted treatment with cereal and honey, then used glucagon (baqsimi) unsuccessfully due to a wet nostril before ems administered glucose gel. Symptoms included sweating, loss of consciousness for approximately 10 seconds, and a documented blood glucose low of 38 mg/dl followed by hyperglycemia in the 300s. Outcomes included emergency medical services intervention with glucose administration and recovery without hospitalization, with continuation of ilet use. Investigation included review of the event details and user-reported sequence of actions surrounding the meal announcement and hypoglycemia treatment. Investigation of this case revealed that the event was consistent with user-related meal announcement error leading to hypoglycemia, followed by reactive hyperglycemia after carbohydrate and glucose administration, with no device disconnection or malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user interaction related to incorrect meal size announcement and subsequent overcorrection.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.